Event description:
This spontaneous report was received on (B)(4)-2011 from a reporter and concerns a consumer (age and gender unspecified) from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss mint waxed for dental cleaning (route-dental, lot number 0320d, frequency and expiration date unspecified). After an unspecified duration, the consumer reported that the top section of the device for cutting the floss kept falling off and the floss did not release from the spool. This report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.